Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device coupling head had come off. A visual and functional assessment was performed which found that the device failed the check the attachment coupling because the coupling head came off. It was further determined that the device also failed for check the off/oscillation/on switch mode function (unable to mount tool for testing), check compatibility between colibri/small battery drive (sbd) and colibri ii/sbd ii and check the function with epen drive (epd) console. It was observed that the device failed these tests because the coupling head had come off. It was determined that all the steps of the pre-repair diagnostic assessment could not be completed because the coupling head came off. During repair, it was observed that the loctite® failure on the coupling head allowed the coupling head to detach from the device. It was further observed that there was corrosion on the contacts and an unknown liquid was found in the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy surgery, it was observed that the tip on the head of the drill was broken on the small battery drive device. There was a fifteen minute delay to the surgical procedure. It was reported that a spare device was not available; and so the surgeon completed the surgery successfully with the same device. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.